Event description:
The report from the field indicated that the pt was admitted with an acute myocardial infarction (ami). The pt was found to have a lesion in the distal right coronary artery (rca). The lesion was pre-dilated with a 2.5/15mm balloon. The lesion was reported to be: not calcified/tortuous with thrombus present. While crossing the lesion, the physician reported the system felt "funny" possibly some resistance. The lesion was accessed, and the stent was deployed at 10 atm/30 sec. After deployment, the balloon was noted to not deflate. A 20 cc syringe was attached, and the deflation was still unsuccessful, a new stopcock was used. Double negative was pulled x four (4) using the same indeflator and the balloon was noted to be 50-60% deflated. The whole system was them removed including the guidewire, and guiding catheter. The time for deployment to balloon deflation/removal took two (2) minutes. The physician then proceeded to deploy 2 additional cypher stents more proximally in the rca which was planned. There was no reported pt injury.